Event description:
Report of pt experiencing severe hypotension 30 minutes after the catheter was cleared and a .4ml bolus was programmed. Nurse assisting with procedure called to review procedures for bolus. Procedures reviewed per phone by tech. Pt was treated with an IV and recovered from the episode. Precise cause of the episode was not reported.